Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a minimum fill notification occurred with multiple cartridges after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, the customer loaded cold insulin into the cartridge. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 137 mg/dl.

Manufacturer narrative:
B4